Event description:
On (B)(6) 2013, it was reported that this generator did not establish communication during surgery. A generator test was performed and was okay; however, once the lead was attached, communication could not be established. A generator test was attempted, a different programming system was used, the wand battery was changed, a hard reset of the handheld devices was performed, the room light/surgery light was turned off, all without resolution. A backup generator was implanted successfully and communication was established. The generator as not been returned to date.